Manufacturer narrative:
The complaint device was received and evaluated. The device was visually inspected. The active tip shows signs of activation. There are signs of melting on the manifold between 4-6 o'clock positions of the tip. Functional testing could not be carried out due to device condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A manufacturer CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints from this lot of devices that were released to distribution. Corrective actions to be identified through the CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that during a shoulder procedure the customer's vapr s90 4.0mm electrode with integrated handpiece gave an output shortage error. The sales rep stated that there was sparking and arcing. The sales rep stated that the device was not on more than five minutes before issue occurred and was being used intermittently. The sales rep reported that the surgeon completed the procedure with another like device from the same lot number using the same generator with no patient consequences but there was two minute delay. The generator settings were set at 240/120 and neptune was used for suction. The electrode was activated in the patient before use and the device was not near metal. The sales rep stated that the electrode is a brand new device and not a reprocessed device. The electrode was not buried in tissue. The sales rep was not present for the case therefore no further information could be provided. The device will be returning for evaluation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The sales rep reported via phone that during a shoulder procedure the customer's vapr s90 4.0mm electrode with integrated handpiece gave an output shortage error. The sales rep stated that there was sparking and arcing. The sales rep stated that the device was not on more than five minutes before issue occurred and was being used intermittently. The sales rep reported that the surgeon completed the procedure with another like device from the same lot number using the same generator with no patient consequences but there was two minute delay. The generator settings were set at 240/120 and neptune was used for suction. The electrode was activated in the patient before use and the device was not near metal. The sales rep stated that the electrode is a brand new device and not a reprocessed device. The electrode was not buried in tissue. The sales rep was not present for the case therefore no further information could be provided. The device will be returning for evaluation.